Manufacturer narrative:
The device was returned to the manufacturer and is currently being investigated. A supplemental report will be sent when the device eval is completed.

Event description:
It was reported that the device did not work. The procedure was either a thyroid or breast biopsy. The device either did not fire, did not completely clip tissue or damaged the vessel. Another device was used to complete the procedure. There was no pt injury. Additional info was requested, but no additional info was available.